Event description:
It has been reported to philips that the wireless foot switch intermittently lost connection with the system. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event and the customer was performing a diagnostic coronary procedure which was completed by using a wired footswitch. The philips remote service engineer (rse) inspected the system remotely and confirmed that the wireless foot-switch did not connect intermittently. Upon troubleshooting, rse performed functional analysis and identified that the status of the battery was good, and the wi-fi indicator was faulty. To resolve the issue, a wireless footswitch was provided. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. The codes were updated based on the investigation outcome.